Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint screw and sheath were received and forwarded to npd engineer for evaluation. Visual inspection reveals the sheath is broken/damaged at the proximal end. The screw had some damage at the proximal end, but no other damage to the threads or the distal end. The damage to the sheath and screw might have occurred during the removal of the devices. Npd summarized the possibilities as follows: the implant system was probably too long or the tunnel too short. The complaint can be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. At this point in time, no further action is warranted. If additional information is made available to mitek complaints in future, this complaint will be re-opened and re-evaluated. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The original acl reconstruction took place in (B)(6) 2014. The patient ((B)(6), female) returned complaining that she was unable to fully extend her knee. On arthroscopic inspection of the patient, mr (B)(6) noticed that a large portion of the intrafix sheath had made its way from the tibial tunnel into the joint space and sat within the graft, impinging on the femoral notch. He proceeded to remove the sheath through the medial portal and removed the intrafix screw by backing it out through the distal aperture of the tibial tunnel. He did not use another tibial fixation device as the time frame had allowed for graft healing. Please note the screw had not proceeded further into the tibial tunnel but the sheath had. On discussion with the surgeon, the patient appeared to have followed the correct rehabilitation program and didn't appear to have particularly soft bone or anything that could have resulted in this outcome. During the original procedure the operation technique was followed and a tight fit was achieved with a 9 tunnel, 10 graft, 8-10mm screw. The tab of the sheath was visible against the cortex following insertion. Please note the surgeon reported that the graft strands appeared quite bulky when sat in the sheath. A notchplasty using a curette was also performed during the original reconstruction. Mr (B)(6) has used intrafix in other acl procedures and currently has not come across any issues with this patient group. Removed sheath through medial portal and, with some difficulty backed screw out of the tibial tunnel. Arthroscopic pictures were taken during the procedure to remove the sheath. I believe these can be made available. See associated medwatch 1221934-2014-00453.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. Device is under investigation. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The original acl reconstruction took place in (B)(6) 2014. The patient ((B)(6), female) returned complaining that she was unable to fully extend her knee. On arthroscopic inspection of the patient, mr (B)(6) noticed that a large portion of the intrafix sheath had made its way from the tibial tunnel into the joint space and sat within the graft, impinging on the femoral notch. He proceeded to remove the sheath through the medial portal and removed the intrafix screw by backing it out through the distal aperture of the tibial tunnel. He did not use another tibial fixation device as the time frame had allowed for graft healing. Please note the screw had not proceeded further into the tibial tunnel but the sheath had. On discussion with the surgeon, the patient appeared to have followed the correct rehabilitation program and didn't appear to have particularly soft bone or anything that could have resulted in this outcome. During the original procedure the operation technique was followed and a tight fit was achieved with a 9 tunnel, 10 graft, 8-10mm screw. The tab of the sheath was visible against the cortex following insertion. Please note the surgeon reported that the graft strands appeared quite bulky when sat in the sheath. A notchplasty using a curette was also performed during the original reconstruction. Mr (B)(6) has used intrafix in other acl procedures and currently has not come across any issues with this patient group. Removed sheath through medial portal and, with some difficulty backed screw out of the tibial tunnel. Arthroscopic pictures were taken during the procedure to remove the sheath. I believe these can be made available. See associated medwatch 1221934-2014-00453.

Event description:
The original acl reconstruction took place in (B)(6) 2014. The patient ((B)(6)yrs, female) returned complaining that she was unable to fully extend her knee. On arthroscopic inspection of the patient, mr (B)(6) noticed that a large portion of the intrafix sheath had made its way from the tibial tunnel into the joint space and sat within the graft, impinging on the femoral notch. He proceeded to remove the sheath through the medial portal and removed the intrafix screw by backing it out through the distal aperture of the tibial tunnel. He did not use another tibial fixation device as the time frame had allowed for graft healing. Please note the screw had not proceeded further into the tibial tunnel but the sheath had. On discussion with the surgeon, the patient appeared to have followed the correct rehabilitation program and didn¿t appear to have particularly soft bone or anything that could have resulted in this outcome. During the original procedure the operation technique was followed and a tight fit was achieved with a 9 tunnel, 10 graft, 8-10mm screw. The tab of the sheath was visible against the cortex following insertion. Please note the surgeon reported that the graft strands appeared quite bulky when sat in the sheath. A notchplasty using a curette was also performed during the original reconstruction. Mr (B)(6) has used intrafix in other acl procedures and currently has not come across any issues with this patient group. Removed sheath through medial portal and, with some difficulty backed screw out of the tibial tunnel. Arthroscopic pictures were taken during the procedure to remove the sheath. I believe these can be made available. See associated medwatch 1221934-2014-00453.